Event description:
During routine testing of the device at the service center, the service technician reported that when the monitor powered up, the screen displayed a random rainbow type display that did not have any particular pattern. It appears to be intermittent, as it did not happen every time. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.